Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not extend nor retract appropriately. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the fixation was out of specification with regard to extension and retraction. Visual analysis noted the lead was damaged at implant.